Event description:
It was reported that a needle filter blunt fill 18x1-1/2 had damage packaging leading to a non-sterile product before use. The following was reported by the initial reporter: "it was reported that the needle pouch cci test (bubble test) failed. Event description per attached email states: testing was performed recently (no date was provided). I will find out when I meet with the customer tomorrow. Number of failed samples is unclear (no number provided). I will find out when I meet with the customer tomorrow. Sample size of the test is also unclear. On next tuesday, we have a new urgent topic to be discussed: during the official roche official shipping qualification, the needle pouch cci test (bubble test) failed. This is very bad news for the project, it can therefore stop soon."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-24. H6: investigation summary a device history record review was performed for provided lot number 9297845. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, three pictures and three physical samples were received. Each physical sample came in a separate box and a visual inspection was performed with a 30x microscope. The three samples have the packaging blister bottom web damage. The damage is towards the top part of the unit. Three photos were provided, two photos show a needle assembly held by a human hand in a solution and one photo shows the samples received. The packaging process was verified for a condition that could induce the bottom web damage observed in the samples finding no evidence. Set ups and operators were also interviewed. None of them have seen this type of damage. The cause for defect was not able to be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle filter blunt fill 18x1-1/2 had damage packaging leading to a non-sterile product before use. The following was reported by the initial reporter: "it was reported that the needle pouch cci test (bubble test) failed. Event description per attached email states: testing was performed recently (no date was provided). I will find out when I meet with the customer tomorrow. Number of failed samples is unclear (no number provided). I will find out when I meet with the customer tomorrow. Sample size of the test is also unclear. On next tuesday, we have a new urgent topic to be discussed: during the official roche official shipping qualification, the needle pouch cci test (bubble test) failed. This is very bad news for the project, it can therefore stop soon."